Event description:
The customer observed a false nonreactive alinity I hiv ag/ab combo result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), initial result, on (B)(6) 2025, was 0.06, repeat result, on another analyzer, was 323.53 s/co. The sample was also tested with a cobas assay and the result was 498 s/co, which is reactive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hiv ag/ab combo result on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Other then sample retesting, no other troubleshooting was performed. As no definitive part was identified as likely cause for the issue, the alinity I processing module, serial number (B)(6), was considered the likely cause; however, sample integrity cannot be ruled out. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false nonreactive alinity I hiv ag/ab combo result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): (B)(6) initial result, on (B)(6) 2025, was 0.06, repeat result, on another analyzer, was 323.53 s/co. The sample was also tested with a cobas assay and the result was 498 s/co, which is reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.